Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 248 mg/dl at the time of the incident. The customer went swimming with the insulin pump. The keypad is unresponsive, received critical pump error on the pump screen and then the insulin pump shut off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with critical pump error and unable to download due to corroded electronic assemblies. Unit was received with corroded battery tube and corroded motor home switch. Unit was received with minor scratches on case, keypad overlay peeling, missing display window cover, cracked case corner of the belt clip rails near the battery compartment, cracked retainer, peeling end cap address label and minor scratches on lcd window.